Manufacturer narrative:
(B)(4).

Event description:
It was reported non sustained right ventricular oversensing due to post paced t wave oversensing was observed via a merlin.net transmission. The patient was asymptomatic. The device was reprogrammed.

Event description:
New information received states that post paced t wave oversensing was again observed. Further reprogramming changes were made. The patient condition was good.